Event description:
Pt spontaneously reporting that last night, pump sn (B)(4) (03/15/2019) felt hot to the touch. Then showed error message to call for service. Pt was able to switch to back up pump without any issues. Advised that we would send replacement pump. No other info available. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did the pt have a backup device they were able to switch to? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Dose or amount: 0.036ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.